Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor device was oversensing noise. The noise was reproduced when the patient was using the walker. Undersensing was also noted on an asystole episode. The device remains in use. No patient complications have been reported as a result of this event.